Manufacturer narrative:
System history shows that the laser was verified successfully prior and after the date of treatment. No technical root cause could be identified as the system is operating within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a bilateral case of slight mild astigmatism regressions, right eye greater than left, with slight decrease in vision at five months post lasik treatment. Patient noted a slight blur, but still happy. Upon additional follow up, reporter indicated the patient is being monitored, and no surgical intervention is planned at this time. There are two related reports for this patient. This report addresses the patients' right eye, and another manufacturer report will be filed for the fellow eye.